Event description:
A customer reported erroneous high magnesium test results were obtained for two patient samples when using the au5400 clinical chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and found a leak at the rear of the analyzer by the diagnostic switch. The leak was coming from the detergent valve tubing and the fse replaced the tubing. He checked over many parts on the analyzer to confirm all were working to specification. The fse completed a magnesium precision run and all results were within specification. Only magnesium has been reported as being erroneous. No other parameter has been reported as being affected. Failure mode was attributed to the leak from the detergent valve tubing supplying detergent to the wash nozzles which clean the cuvettes. Issue was resolved when the tubing was replaced. This MDR is related to another MDR reported for a similar issue with the same analyzer which occurred on a different date: MDR 9612296-2013-00181.